Event description:
It was reported that loss of capture was present on this right ventricular (rv) lead one month after implant. The patient was not pacing dependent, and no adverse effects were noted as a result of the loss of capture. Fluoroscopy was performed and the lead was dislodged. A revision procedure was performed, and this rv lead was successfully repositioned. This rv lead remains in-service, no additional adverse patient effects were reported.